Event description:
It was reported to boston scientific corporation that a capio slim was used during sacrocolpopexy procedure performed on (B)(6) 2015. According to the complainant, during procedure, the capio carrier detached inside the patient and was stuck into the ligament. A needle holder was used to retrieve the detached carrier. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned capio slim device revealed that the carrier was broken. The carrier could not be seen at first, it was found only after the device was disassembled. Functional evaluation was not performed due to the device condition. This malfunction could be caused by excessive force applied to the tip of the device during the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during sacrocolpopexy procedure performed on (B)(6) 2015. According to the complainant, during procedure, the capio carrier detached inside the patient and was stuck into the ligament. A needle holder was used to retrieve the detached carrier. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.